Manufacturer narrative:
Model number/catalog number: sc-1110, serial number: (B)(4), batch/lot number: 810084, model/catalog description: scs ipg2 dual array rechargable ipg. A review of the manufacturing documentation for the ipgs revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was not getting adequate coverage on the right side. The patient underwent a revision procedure wherein a lead was added. The patient was doing well postoperatively.